Event description:
On (B)(6) 2011, this pt underwent repair for an abdominal aortic aneurysm measuring 50mm in diameter, and was implanted with gore excluder endoprostheses. The distal landing zone diameter of pt's right common iliac artery was reported to range 22.7mm - 18.6. The distal landing zone diameter of pt's left common iliac artery was reported to range 16.2mm - 13.3mm. On (B)(6) 2013, the pt underwent open ligature of the right internal iliac artery. The pt tolerated the procedure and was discharged on (B)(6) 2013.

Manufacturer narrative:
Results: a review of the manufacturing records for the device verified the lot met all pre-release specifications. Conclusions: the gore excluder endoprosthesis instructions for use (IFU) states, potential adverse events that may occur and/or require intervention include, but are not limited to: endoleak, aneurysm enlargement.